Manufacturer narrative:
Evaluation: method- a visual inspection and functional testing were completed on the returned lead. The device history and sterilization records were reviewed. Results: the visual inspection shows outer instrument markings on the lead segment. The lamitrode paddle appears to be fractured in the rigid layer. There is also discoloration in the paddle and lead segment. The lead passed continuity testing and all channels measure less than 5 ohms. Stress testing did not reveal any failures. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "stimulation in wrong location" could not be confirmed. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient was getting stimulation in axial back and bilateral lower extremities. She fell and was then only getting stimulation in the abdomen and in the chest. X-rays were taken and no fractures or migration was noted. On (B)(6) 2010, the doctor removed the lead but wanted to wait and re-implant the patient at a later date. The ipg was left in the patient.